Manufacturer narrative:
Initial trend analysis for lot 66765 was conducted, no malfunctions were found. This is the only complaint for lot 66765. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports a bent cannula on the pen needle item 831061 lot 66765.

Manufacturer narrative:
Reserved lot samples for pen needle lot 66765 were tested for needle cap assembly and bent needles, no abnormalities found during testing.

Event description:
End user reports a bent cannula on the pen needle item 831061 lot 66765.